Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 63.59 mcg/day) via an implantable infusion pump. It was reported that during a refill appointment the septum could be accessed and the pump was unable to be filled due to it being flipped. Upon opening the pocket it was discovered that the suture loops were broken and the pump was facing posterior. The pump was flipped back over and sutured down using two loops. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.